Event description:
It was reported that a table on the axiom luminos drf system collided with the floor when trying to tilt. The table did not drive up vertically before the tilting movement as it was supposed to before the collision. There was no pt on the table during the incident as the operator was preparing the room for next case. The reported event occurred in (B)(6).

Manufacturer narrative:
The lifting/tilting base with the broken parts was requested by our factory experts for further investigation. A supplemental report will be submitted once add'l info becomes available. Customer's address: (B)(6).